Event description:
A healthcare professional (hcp) reported via manufacturer representative that the tube was placed in patient. When nerve monitor system ran its system check the blue lead (vocalis 1) will not register. They tried to troubleshoot to get lead to recognize but was unsuccessful. The surgeon asked for a new tube to replace faulty one. There was no intervention planned or performed. There was a 15-20 minute delay as patient need to be re-intubated. There was no patient impact.

Manufacturer narrative:
H3: product analysis confirmed visually, there were defects or anomalies. Functionally, the end-to-end resistance was measure for each electrode and the actual measurements were as follows: 23.4 ohms (blue), 32 ohms (blue with white stripe), 24.4 ohms (red), and 74.4 ohms (red with white stripe), all of which were within specification of being under 200 ohms. When viewed under magnification, there were no cracks in the electrode contacts. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.